Event description:
Senseonics was made aware of a serious adverse event where the patient experienced hypoglycemia event and the colleagues called ambulance. The event happened on (B)(6) 2023 at 3:14 pm. The patient reported that the sensor glucose (sg) value was 110 mg/dl and the measured blood glucose (bg) value was 44 mg/dl. The patient did not receive the alert because the sg value did not cross below the low alert threshold which was set at 65 mg/dl. The patient's colleagues called ambulance, but no further details were provided on how the patient was treated.

Manufacturer narrative:
The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.

Manufacturer narrative:
The initial investigation was performed on the user synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial analysis, the customer reported sensor glucose (sg) value of 110 mg/dl at 3:14 pm was confirmed. Customer had not entered reported blood glucose (bg) value of 44 mg/dl for confirmation. The sg reading was trending downwards, but did not cross below the low alert threshold for triggering low glucose alerts. Furthermore, a review of the overall system performance suggested a deviation from the typical behavior. Due to this deviation and to determine the root cause, a return material authorization (RMA) was issued for sensor return and replacement. The returned sensor was investigated and found to be performing as expected as it passed all the functional tests. This may occur in some instances where the failure mode that presents itself in the body cannot be reproduced in the lab. However, a further analysis of the in-vivo glucose data revealed noise in the glucose channel for days until the hypoglycemic event. The potential root cause of the noise could be due to transient issue with sensor electronics, for example the led behavior at the time of incident, or the in-vivo state of sensor hydrogel (chemical component of the sensor), which cannot be reproduced in the laboratory. As part of resolution, the customer was inserted with a new sensor to continue using eversense e3 continuous glucose monitoring (cgm) system. B4.date of this report 26 april 2024. G3.date received by the manufacturer? 29 dec 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.